Manufacturer narrative:
The returned device failed to connect to the master pdm for data download. After removing the housing, it was noted that all three batteries were depleted and corrosion was noted on the back of the pcb between the middle and top battery pads. The device was connected to an external power source and supplied 4.5 volts across the three batteries. This allowed the device to connect to the master pdm for data download where an 0x14 occlusion alarm was observed along with a drive stall. The investigation found a tear in the exposed portion of the soft cannula. The soft cannula was then moved further down the formed needle so that the tip of the hard cannula was passed the location of the tear. A soldering iron was required to clear the distal tip of the soft cannula in order for fluid to travel through the distal tip. The pod was reset and no additional alarm was noted, although timeouts were found in the reset data. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 385 mg/dl while wearing the pod for more than 48 hours on the back. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).